Event description:
Adverse event(s): "no info" (no info). Product problem(s): "system shut down during surgery" (loss of power). The customer reported the system shut down during surgery. A system message may have displayed. The system was switched out and the case was completed. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplement MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).